Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump reset unexpectedly. Additionally, an occlusion alarm occurred. Customer changed supplies and resumed insulin delivered. Customer's blood glucose was 94 mg/dl.